Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 06-mar-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated that they think the controller battery has gone dead because they can't get the controller to power on since yesterday. Caller stated they have an EKG scheduled for wednesday and they normally turn the implanted neurostimulator off when they have that because 'it' can make ekgs a little 'squirrely' sometimes. Agent walked caller through removing the battery pack and plugging controller into the ac power cord. Confirmed controller powers on. Agent had caller re insert the battery and confirmed green light was blinking on the controller. Pt saw battery empty, cannot provide stimulation, recharge your implanted device and saw controller recharging 30%. Pt stated that their legs are not even buzzing today - agent reviewed that pt can call back if they are not able to charge the ins after receiving replacement controller. Pt mentioned a historical event that they met with mdt rep in office a few weeks ago and discovered that their right lead is not working and 'not transmitting'. Pt stated they also have a hip surgery scheduled. Due to age of external devices, agent sent a request to repair to replace the battery pack and the controller.